Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the procedure was aborted due to surgical technique. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy procedure, the surgeon aborted the procedure due to surgical technique. The surgeon does not believe that a da vinci system, instrument, and/or accessory caused or contributed to the reported event. The procedure was aborted because the surgeon, still in the learning phase for this type of procedure, was unable to visualize certain critical structures in the patient. The decision to abort was not related to the patient's anatomy. There were no post-operative complications, and the patient has recovered.